Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer provided photos for evaluation. The first photo shows the chinese intra aortic balloon catheter (iabc) product label with an expiration date of 2025-01-31. The second photo shows the original iabc product label with an expiration date of 2025-10-31. The finding noted in the photos is consistent with the reported complaint. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "chinese label with the wrong expire date" is confirmed based on the photos provided by the customer. The probable root cause of the complaint is supplier related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reporteed " affixed the chinease labe with the wrong expiry date on the product". This issue was found prior to patient use. No patient involevment with this device reported.

Event description:
It was reporteed " affixed the chinease labe with the wrong expiry date on the product". This issue was found prior to patient use. No patient involevment with this device reported.

Manufacturer narrative:
(B)(4).